Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a broken tip was identified. Initially, the tip was identified as bent with no exposed wiring. There were no sharpened or lifted rings. However, photographic evidence of the bend in question appeared to be a break in the peek housing. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in the patient.

Manufacturer narrative:
On 20-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a broken tip was identified. Initially, the tip was identified as bent with no exposed wiring. There were no sharpened or lifted rings. However, photographic evidence of the bend in question appeared to be a break in the peek housing. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the peak housing was broken and wires were exposed. A manufacturing record evaluation was performed for the finished device number lot 31276501m and no internal action related to the complaint was found during the review. The broken peak housing could be related to the broken tip issue reported by the customer, the complaint was confirmed. The potential cause of the damage observed could be related to the manipulation of the device before ir during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).